Event description:
Information received by medtronic indicated that the customer received the error code of post-reset ram crc alarm (pump error 23). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed displacement test. Unit failed self test due to pump error 63. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2023 at 13:25:33.000, during testing, due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint at pin 2 of the u1 chip. Unit successfully downloaded to thus. No unexpected pump error 23 noted during testing. Pump error 53 was not noted during testing or in pump's downloaded history. Pump was cut open and found no physical or moisture damage on the electronic assembly, motor and force sensor. Pump¿s downloaded trace and history confirmed pump error 23 on (B)(6) 2023 at 11:41:20.000. The following were noted during visual inspection: corroded battery tube, serial number label stained, end cap address label fading, pillowing keypad overlay and stained keypad overlay. Pump error 23 and pump error 53 were not confirmed. Pump error 63 variable 3 was confirmed due to cracked solder joint at pin 2 of the u1 chip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.